Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed during review of the device's activity log. Review of the log did show multiple pacer ECG lead faults and ECG multi lead faults that did prevent the device from pacing. However this does not indicate a device malfunction and does indicate poor connection of the monitoring electrodes to the patient. Zoll x series pacing feature requires a valid impedance from defibrillation pads as well as ECG monitoring electrodes. Therefore this claim is being closed as poor patient contact. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat an 82 year old female patient, the device was unable to pace. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.